Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor issue occurred. Data was evaluated and early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.